Event description:
It was reported that a xience xpedition 3.5 x 18 mm was implanted in a restenosed non-abbott bare metal stent in the right coronary artery on (B)(6) 2014. The patient continued to experience some angina. Coronary angiogram, done on (B)(6) 2014, showed blood flow through the xience xpedition (xx) stent was normal. There was no sign of blood clot or stenosis. The xience xpedition stent looked ok on angiogram, was in the correct position, and functioned properly. The physician observed no device issue with the xience xpedition stent and thought perhaps the intentionally chosen xience xpedition 3.5 stent had been too small a size for the restenosed lesion. Therefore, a 4.0 balloon was used to dilatate the xience xpedition stent without issue. On (B)(6), the patient indicated he had no chest pain and was feeling better. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. The reported patient effect of angina, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.